Event description:
Home pt reports feeling pain between the pt's shoulders during fill 1 treatment on the homechoice machine. Pt called baxter technical service for assistance. Baxter tech assisted pt in reviewing correct priming procedure of homechoice set pt line. Per pt, the pt bent over side of bed with the pt's head lowered and pain dissipated over time with no medical intervention required. Rn report no injury or medical intervention as a result of incident.